Event description:
It was reported that a home patient connected to the homechoice cassette prior to the patient line being properly primed. A care giver indicated that the patient line clamp was not opened prior to priming. A technical service representative assisted the care giver with ending therapy and instructed the care giver to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected to the homechoice cassette prior to the cassette line being properly primed. Additionally, a care giver reported that the clamp on the patient line was not opened prior to priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.